Event description:
Following successful access to the neural foramen at the l4-5 disc level, the physician pulled up on the device. Manipulation of the probe caused the device to fracture at the catheter portion of the guide just distal to the hypotube. The device remained intact as it was withdrawn, and no clinical sequelae occurred as a result of the fracture. On (B) (6) 2009, the company spoke to the physician. No additional clinical sequelae was reported as a result of the device malfunction.

Manufacturer narrative:
The device was inspected. Manufacturing and material records were evaluated and components and processes were within specification. A corrective action was initiated to evaluate design contributions to the malfunction.